Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had scratches on the lens and also alarmed error code 1260. There was no patient involvement.

Manufacturer narrative:
A1: correction. H3: one device was returned for repair with complaint that the device alarmed error code 1260. This device has not been serviced in the past 12 months, no service history was reviewed. Cannot review the event log history due to error code 1210 and 1260 during power up. The reported problem was verified by visual inspection and functional testing. The cause was the positive battery contact pad on the micro processing board was lifted. The micro processing board was replaced to correct the issue. Visual inspection also found a damaged downstream occlusion (dso) nub. The dso seal was also replaced.